Event description:
Patient s/p cervical laminectomy 2008; surgeon was discontinuing hemovac about 3 days later, when catheter tubing from hemovac broke off, resulting in piece of catheter being retained in the pt. Pt returned to or in the next day for wound exploration, and removal of retained distal catheter portion of left-sided drain. The pt did well postoperatively, and was discharged about four days later.. Initially report sent to medline who denies this was their product; unfortunately device was not saved.